Manufacturer narrative:
Upon evaluating the returned device, it was confirmed that the bottom lock is broken. The sharp kerrison consists of two devices in one to include the reusable handle (device identified in the report) and the tips. (Single use and reusable version available) assembled to complete the usable device. The detachable tips were specifically. Designed as removable to support use and removal once dull which is common for devices with a cutting feature. Through testing, symmetry could identify that when additional forces are applied to the locking mechanism of the handle by excessively squeezing and twisting the handle during use of a dull blade or while cutting large or dense bone, the bottom lock will yield. This type of use is not recommended as it is defined as a warning in the IFU. Based on the results of past testing, symmetry chose to further improve the safety of the product by increasing the thickness of the bottom locking mechanism that experiences the stress. The rapid clean sharp kerrison is manufactured with the upgraded design and therefore has the improved locking mechanism. Per the design of the instrument, if enough force is applied to the instrument, breakage can still occur. There have been three occurrences for the rapid clean handle breaking in this way. All three complaints were from the same customer. Based on this information, this particular customer is putting too much pressure on the device causing the breaks to occur. There has been a total of (B)(4) sold of all rapid clean sharp kerrison handles. This can be seen as the final report, if additional information is obtained that alleges any additional patient involvement or the need for corrective actions a follow up report will be submitted.

Event description:
The silver locking mechanism broke from the instrument and fell into the patient. The piece was retrieved with no harm to the patient.